Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported when trying to implant a xen 45 gel stent in an unknown eye the stent was broken and came out of the injector in 2 pieces. No patient injury occurred.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted complaint was not able to be confirmed as the gel stent was not returned for further investigation. For evaluation purposes in the irvine dal, the injector was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system could not be confirmed as the gel stent was not returned for further investigation. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested and inspected in-process at manufacturing.

Event description:
Healthcare professional reported when trying to implant a xen 45 gel stent in an unknown eye the stent was broken and came out of the injector in 2 pieces. No patient injury occurred.